Event description:
A call was placed to technical services on 08/12/2016 stated that this ra lead was implanted on (B)(6) 2001 and remains implanted at this time. The lead exhibited low amplitude. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).